Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that her battery area was swollen and painful. The patient reported that this started after she fell down her step and it had been worsening since. The patient reported that her legs constantly give out due to nerve damage she sustained from a pre-existing spinal fusion surgery and this was why she fell. The patient also reported that in the last couple of weeks she noticed she could see the ¿points¿ of the battery sticking out of her skin. The patient reported that she could see a portion of the metal device externalized. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that when the patient was transferred to a hospital they did a CT scan and have been "pumping her with full of pain medication". The patient stated the implant has been dead for over a month because when she would charge, she would get a bad zapping/shocking/jolts causing her legs to freeze/cannot move them. The patient indicated that the settings had been high but the sensation was even stronger so she turned it down to a minimum. The patient stated it had also hurt under the ribs. The patient stated now it feels like the ins is turning on by itself. The patient stated it was such that she could not move any parts of the body and was in the fetal position. The patient stated it eventually subsided but she began feeling stimulation in her legs again. The patient indicated she checked the implant with the programmer which showed to charge implantable neuro stimulator (ins) and she does not want to charge ins because of the previous issues. The patient indicated they fell a couple months ago. No further patient symptoms or complications were reported in this event. Patient stated they did not have an established health care professional (hcp), but she has an appointment with a new clinic in 2 weeks.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she went to the ER the night before because her back was so swollen and sore and painful it ¿almost felt like burning my flesh inside¿. The patient stated that the ER didn¿t know anything about the implant so they transferred her to a hospital and she stayed there overnight. The patient was trying to find someone to help her as she ¿needed this thing out of her¿. The indications for use were spinal pain and failed back surgery syndrome. No device issues reported.